Manufacturer narrative:
The reported quattro catheter suspected leak was confirmed. A bonding leak was observed at the distal end of the medial 2 balloon during the functional pressure leak test. Probable causes for the reported complaint can be a latent defect at the bond. A visual examination of the returned catheter was performed and found no physical damage to the catheter. Observed blood residue on the catheter's balloons and the medical thread wrapped around the catheter shaft at the distal end of the manifold. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. During functional pressure testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a bonding leak was observed at the distal end of the medial 2 balloon. Thus, confirming customer complaint. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the catheter leak and there was no previous history of complaints reported for quattro catheter with lot number 97379.

Event description:
As reported, during ivtm treatment on a (B)(6) years old male patient (180cm, (B)(6)kg), the quattro catheter (lot # 97379) was smoothly inserted into the patient's right femoral vein. The patient's body temperature at the start of the ivtm therapy was 38.0°c. The target temperature was set at 36°c. After 30 hours, during the normothermia-phase of the ivtm therapy, when the patient's body temperature reached 36°c, the thermogard console generated an airtrap alarm and the saline bag 500ml was observed empty. Catheter/suk leak check was performed, and there were no traces of fluid observed on the console, patient's bed, or the floor. The user replaced the saline bag to continue the treatment utilizing the same console, however, after an unknown period of time, the user noticed the second saline bag 500ml was also empty. The catheter leak was suspected. There was no device malfunction on the console. The quattro catheter with the issue was replaced and the new catheter was placed in the left femoral vein to continue the therapy. Per a reporter, the current condition of the patient is stable. No consequences or impact to patient.

Manufacturer narrative:
Administration of sterile cold saline i.v. Up to 1.5 l is one of the common methods of treatment at the hospitals and should not harm a patient. The fluid ran into the patient's vasculature is an anticipated event. No patient's effect was observed.